Event description:
Upon thawing of tissue, site related that surgeon could not insert a 19mm hegar dilator through the valve annulus. Surgeon felt the valve was smaller than documented and was not suitable for the recipient. Surgeon thawed and implanted a 21mm valve.